Event description:
It was reported that there was debris in the bend relief joints on the system controller power cables. The terminals were cleaned and inspected by the hospital's clinical engineering department. A review of the log files by technical services found no unusual events in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of debris in the connector¿s bend relief joints was confirmed via customer submitted photos. A review of the log files contained data spanning approximately 12 days ((B)(6)2023 ¿ (B)(6)2023 per timestamp). There were no notable alarms active in the log file. All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis and remains in use. Customer submitted photos of the controller revealed damaged black and white power cable strain reliefs with fluid ingress. Per the provided information, the terminals were cleaned and inspected by the clinical engineering department. No other additional documents or details could be provided for the event. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Per the daily checklist when using a new power source, inspect system controller power cable connectors for dirt, grease, or damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.